Event description:
It was reported that during a lap nissen fundoplication procedure, the tissue pad came off and fell into the pt. They removed it through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.